Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the air/water nozzle was clogged with foreign material. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at sorc. Sorc checked the subject device and found that the reported phenomenon was caused by insufficient cleaning. There was the possibility that the insufficiently or incorrectly reprocessed subject device was used for next procedure. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to omsc. Omsc checked the subject device and found that the air/water nozzle was clogged with fibrous foreign matter. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Since the air/water nozzle was clogged with fibrous foreign matter, omsc surmised that lint of gauze had invaded into the channel and clogged. If additional information becomes available, this report will be supplemented.